Manufacturer narrative:
Section b5 was updated as secondary findings was observed. Section d was corrected and updated.

Event description:
During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, no secondary findings was observed. The device's downloaded logs were reviewed by the third-party service center. There was one error code found. The third-party service center concludes that there was visible foam degradation and unit got scrapped.